Event description:
It was reported that there was low vacuum in tubes which led to possible erroneous results with an unspecified bd sodium citrate tubes. The following information was provided by the initial reporter: customer had issues with low vacuum sodium citrate tubes causing questionable results, possibly the 2.7ml sodium citrate size.

Manufacturer narrative:
H.6. Investigation: investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. The under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure and filling technique. Always fully seat and hold a citrate tube on the back end of the needle while filling, allow the tube to fill until the vacuum is exhausted and blood flow ceases, when using a winged blood collection set for venipuncture and a coagulation (citrate) tube is the first specimen tube to be drawn, a discard tube should be drawn first. It is important to remove the air from the blood collection set to ensure the proper blood volume is obtained in the tube. Investigation conclusion: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was low vacuum in tubes which led to possible erroneous results with an unspecified bd sodium citrate tubes. The following information was provided by the initial reporter: customer had issues with low vacuum sodium citrate tubes causing questionable results, possibly the 2.7 ml sodium citrate size.